Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came to clinic on (B)(6) 2025 with continuous connect to power alarms. Upon inspection it was determined that the patient's black power cord was not working. A kink in the cable near the connecter end of the black power cord was noted. The black power cable was not torn open, but appeared like it may have been damaged underneath the sheath. The alarm was noted to continue whether the patient was connected to the power module or batteries. The patient's system controller was exchanged and the alarm resolved. Log file review captured several odd low power advisories and power cable disconnects on (B)(6) 2025 while the patient was on battery power. There were no other unusual events recorded in the log file event history. The mechanical circulatory support equipment appeared to be operating as intended.

Manufacturer narrative:
Corrected data: section h6: medical device problem codes corrected. Manufacturer's investigation conclusion: the reported event of continuous power cable disconnect alarms on the black power cable was confirmed during evaluation of the returned heartmate 3 system controller. The returned system controller, serial number (B)(6), was connected to a known working test power module, system monitor, and mock circulatory loop and an atypical power cable disconnect alarm on the black power cable activated. The system controller was opened and visually inspected at the component level to be physically unremarkable. The electrical resistances of the underlying wires in the black power cable were measured and revealed an electrical open loop on the brown wire. This wire corresponds to the relative state of charge (rsoc) voltage signal and damage to this wire would result in atypical power cable disconnect alarms. The log files spanning approximately 10 hours ((B)(6) 2025 05:21:11-15:59:39 per timestamp) was reviewed. Throughout the log file, intermittent atypical power cable disconnect and low voltage advisory alarms were captured while connected to 14v li-ion batteries. The alarms were due to the relative state of charge (rsoc) voltage on the black power cable fluctuating below the alarm thresholds. From 11:47:38-11:47:45, 12:37:23-12:37:32, 15:53:58-15:54:06, and 15:59:35-15:59:38, low voltage hazard alarms activated when the white power cable was disconnected while the rsoc voltage on the black power cable was below the alarm threshold. The atypical alarms resolved when the rsoc voltage on the black power cable returned to the expected voltage range. The atypical power cable disconnect, low voltage advisory, and low voltage hazard alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. The provided information indicated the alarms resolved after the system controller was exchanged. The root cause of the continuous power cable disconnect alarm was determined to be due to an open loop on the brown wire corresponding to the rsoc voltage signal. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve power cable disconnect, low voltage advisory, and low voltage hazard alarms. The heartmate 3 instruction for use section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including how to clean and maintain the system controller power cables. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.